Event description:
Abbott vascular prods, starclose closure device failed to split sheath and close femoral cannulation access site at end of cardiac cath case. Manual pressure had to be applied to stop bleed/prevent hematoma. Abbott quality engineers notified about lot # 63047-6h. Diagnosis or reason for use: arterial closure device.